Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose. The blood glucose reading at time of call was 390mg/dl. The customer stated that she did have a steroid shot earlier in the hospital. The customer requested assistance on how to use the bolus wizard. The customer called back and stated that her glucose level went up to 425mg/dl and treated with 4.0 units bolus. No further information was provided.